Event description:
It was reported that the patient was experiencing increased pain and inflammation at the ipg site. Patient was prescribed with pain medication and lidocaine patches, however, pain was not resolved. Additional information was received that the patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing increased pain and inflammation at the ipg site. Patient was prescribed with pain medication and lidocaine patches, however, pain was not resolved. Additional information was received that the patient underwent an explant procedure. Additional information was received that all device components were explanted. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7095868/7097654.

Event description:
It was reported that the patient was experiencing increased pain and inflammation at the ipg site. Patient was prescribed with pain medication and lidocaine patches, however, pain was not resolved.